Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 70 units. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no impact to the customer's blood glucose level.